Manufacturer narrative:
The event occurred in south korea. It was reported around 11:00 pm on (B)(6) 2026 the rotaflow console was shutting off during patient use. Upon receiving a call on (B)(6) 2026, a site visit confirmed that the power switch (on/off switch) was faulty. On 2026-06-02, the ssu (sales and service unit) provided additional information as follows: the device was exchanged with another device at the time of the event. Unfortunately, the user didn't provide the patient demographics (as sex, age at the time of the event, weight, hight). No harm occurred to the patient, as the user responded promptly to the event. The user does not wish to share any additional patient-related information. The event was caused by a failure of the on/off switch. As a result, the device powered off unexpectedly without displaying any message. It was identified that the on/off switch was not able to maintain in the "on" position, during our inspection. It suspected that the switch unintentionally moved to the "off" position, resulting in the pump shutdown. Due to the reported shutdown during patient use a report is required. The patient data was not shared by customer. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n: (B)(6) and could confirmed the reported failure. The on/off switch with cabling was detected as defective. The switch couldn't be locked in the "on" position. The on/off switch with cabling (article number: (B)(4) has been replaced. After the replacement the device was working as intended and is back in use. A on/off switch (article number: (B)(4) was already investigated by the getinge life-cycle-engineering (lce) in a previous complaint and the most probable root cause could be determined as wear and tear of the on/off switch by the manufacturer. The locking mechanism, was worn out which lead to the reported failure. The affected rotaflow console was produced in 2019. Based on the investigation results the reported failure could be confirmed. The review of the non-conformities was performed on 2026-05-29 and during the period of 2019-02-07 to 2026-05-29 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console was produced in 2019-02-07. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The following IFU section should be followed in case of a "pump stop" heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the south korea market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number: k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number: 701043290.

Event description:
The event occurred in south korea. It was reported around 11:00 pm on (B)(6) 2026 the rotaflow console was shutting off during patient use. Upon receiving a call on (B)(6) 2026, a site visit confirmed that the power switch (on/off switch) was faulty. On 2026-06-02, the ssu (sales and service unit) provided additional information as follows: the device was exchanged with another device at the time of the event. Unfortunately, the user didn't provide the patient demographics (as sex, age at the time of the event, weight, hight). No harm occurred to the patient, as the user responded promptly to the event. The user does not wish to share any additional patient-related information. The event was caused by a failure of the on/off switch. As a result, the device powered off unexpectedly without displaying any message. It was identified that the on/off switch was not able to maintain in the "on" position, during our inspection. It suspected that the switch unintentionally moved to the "off" position, resulting in the pump shutdown. Due to the reported shutdown during patient use a report is required. Complaint ID: (B)(4).